Manufacturer narrative:
The customer reported that the operator was not able to hear the patient due to a failed microphone. The customer confirmed with the philips helpdesk that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) attended the customer site and determined that the operator was not able to hear the patient due to a failed noise reduction gantry audio board assembly, console signal distribution board, and cyclic redundancy check - power distribution module. The fse confirmed that the noise reduction gantry audio board assembly was replaced along with the console signal distribution board and cyclic redundancy check power distribution module to correct and resolve the malfunction. The system is operational and in clinical use. Further investigation has determined this issue to not be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the operator was not able to hear the patient due to a failed microphone. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.